Event description:
Episodes of apparent loss of ventricular capture are observed by remote monitoring. In the hospital, the thresholds are set manually and automatically, obtaining a value of 0.5 v to 0.35 ms. (B)(6) wants to confirm if the recorded episodes are really lost of capture.

Manufacturer narrative:
- The capture losses have been confirmed combined with the high variation of the right ventricular threshold¿s measurements. O the rvat (right ventricular autothreshold) programming is not optimized with a too low safety margin associated with a too low minimal amplitude. - oversensing at the ventricular level before and after the right ventricular autothreshold is observed. - a high variation of the ventricular impedance with a high impedance value has been noticed. - based on the available data, a ventricular lead issue and/or lead-pacemaker connection issue at ventricular can be suspected combined with non-optimized rvat programming. - no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Episodes of apparent loss of ventricular capture are observed by remote monitoring. In the hospital, the thresholds are set manually and automatically, obtaining a value of 0.5 v to 0.35 (B)(6) wants to confirm if the recorded episodes are really lost of capture.

Manufacturer narrative:
The preliminary analysis led to the following observations: the right ventricular threshold is fluctuating a lot during the follow-up and even during a day from 0.5v to 1.5v. This does not seem physiological. The fluctuating rv threshold is combined with the fact that the ventricular pacing, at a same amplitude, is capturing during the test with a short av delay and no more after the test with a long av delay. In addition, noise is observed on the egm and some fluctuations on the right ventricular impedance has been noticed. A likely hypothesis would be a ventricular lead issue.